Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated that a 12.6 mm vicmo12.6 implantable collamer lens of -11.00 diopter was implanted into the patients right eye (od) on (B)(6) 2024. The lens was removed and replaced with a longer length lens intraoperatively and the problem resolved. Cause of event was unknown.